Event description:
The dual trigger rotary was sent for eval due to overheating during a procedure. The procedure was completed with the device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that there was no problem found with the device. The device did not overheat. A clean, lube and adjust was peformed and the device was returned to the customer.